Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Event description:
Baxter field service technician serviced a colleague infusion pump for a battery issue onsite. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that there was a battery depleted set alarm occurred during infusion which interrupted delivery. There is no further complaint information available. The user interface module master software version is currently unknown.